Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd was unable to deflate after multiple attempts. The physician ended up pulling device with the inflated balloon intact and applied manual pressure to the site for hemostasis. There was no reported patient injury or adverse events post manual compression. After unsuccessful deflation attempts, they tried cutting the inflation tube to try and release saline from balloon, which did not work, before pulling the device manually. Once out of the body, the physician proceeded to mash and eventually pop the balloon on the surgical table and discard the device completely. The procedure was done with femoral access using a retrograde approach. The balloon was prepped with only heparinized saline. The device was stored and prepped according to the IFU. The device was used in a diagnostic procedure using an ante-grade approach. The deployer was mynx certified. The device was used with a 6f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. There was no attempt at purging the air with a different syringe made. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd was unable to deflate after multiple attempts. The physician ended up pulling device with the inflated balloon intact and applied manual pressure to the site for hemostasis. There was no reported patient injury or adverse events post manual compression. After unsuccessful deflation attempts, they tried cutting the inflation tube to try and release saline from balloon, which did not work, before pulling the device manually. Once out of the body, the physician proceeded to mash and eventually pop the balloon on the surgical table and discard the device completely. The procedure was done with femoral access using a retrograde approach. The balloon was prepped with only heparinized saline. The device was stored and prepped according to the IFU. The device was used in a diagnostic procedure using an ante-grade approach. The deployer was mynx certified. The device was used with a 6f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site . The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. There was no attempt at purging the air with a different syringe made. The product was not returned for analysis. A product history record (phr) review of lot f2231201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as using viscous contrast, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.